Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing was noted via home monitoring. The lead was replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Furthermore, the fixation helix was found bent and stretched, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.